Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada h6: proposed component code - mechanical (g04) - drill customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a procedure, the surgeon was reaming the femoral canal in order to implant a cm znn when the reamer broke on the shaft. They were able to remove it safely. No parts fell into the patient as it was over a ball tip guide wire. Another reamer was not needed, as the surgeon had reamed enough to put a 10mm nail into the femur. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Attempts have been made to gather product ID information and no further info is available visual examination of the returned product identified the shaft of the reamer has fractured and is no longer attached to the hudson quick connect and not all pieces were returned. The piece that was not returned contained the item and lot information. Therefore, lot remains unknown. The device shows signs of use as well as wear and tear. Medical records were not provided. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. Event was confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.